Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device was filed under a separate medwatch manufacturer report. Evaluation summary: the device was returned for analysis. The reported no arterial flow from the marker lumen was not confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, after the plunger was retracted no sutures were present, a cuff miss was noticed. A second proglide device was flushed prior to use; however, once placed in the patient anatomy arterial flow from the marker lumen could not be confirmed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The there was no reported clinically significant delay in the entire procedure. No additional information was provided.